Event description:
It was reported, that the patient presented at the emergency room, after receiving a vibratory notification. It was noted, that a high pacing impedance was observed, on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, only the connector potion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the partial lead did not find any anomalies.

Event description:
New information notes the extraction was long and difficult but there were no complications. The patient left the lab in stable condition.